Manufacturer narrative:
Follow-up (03/30/11)-device evaluation: the meter and test strips involved with this complaint have been returned. The returned meter was evaluated by lifescan product analysis with the following findings: the returned meter passed testing with no faults found. The initial investigation performed by customer service determined that tthe alleged inaccurate meter readings were within specifications so product analysis testing was not conducted. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another meter . The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) ( year not specified) at 1:42pm. The patient reported blood glucose results of "246 mg/dl" with the subject meter and "226 mg/dl" on another meter (onetouch ultralink meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30% and/or <= 30 mg/dl. The patient claimed she manages her diabetes with insulin pump. Due to the alleged issue, the patient denied taking any action regarding her diabetes regimen. The patient reported 1 ½ hours later, she developed symptoms of "hypoglycemia". In response to her symptoms, the patient indicated she administered glucose tablet/glucose gel. At the time of the alleged issue, the patient denied testing on any other blood glucose device. At the time of troubleshooting, the cca noted the patient used an approved sample site to obtain the result(s) from the subject meter and the unit of measure was set correctly on the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.